Event description:
It was reported by the customer that the needle does not retract all the way back . No other information was received regarding any serious injury as a result of this product issue.